Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing was not conducted completely due to an occurrence of leakage. A further cause of the leakage could not be presumed. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual cf-hq1100dl/I operation manual chapter 3 preparation and inspection. The instruction manual cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus facility for evaluation and the customer¿s allegation was confirmed. In addition, the evaluation found the following: the water tightness was lost, due to deformation of scope connector case unit (sc-case unit) and a cut on switch 2 (sw2); suction cylinder (s-cylinder) had no color; there were scratches on switch 1 (sw1) and the plug unit; the expected insulation capacity cannot be obtained, due to a cut on heat shrinking tube of forceps elevator (fe) lever; scope connector cover (sc cover) unit had corrosion due to water leakage; the insulation resistance value at distal end does not meet the standard value, due to a crack on the plastic distal end cover (c-cover); the objective lens was chipped; the bending tube was damaged; the water cannot be supplied, due to clogging of the jet tube (j-tube) in control unit; and the universal cord was wrinkled. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope had air leakage. During evaluation, the following reportable issue found: the air/water cylinder, air/water tube, jet tube (j-tube), and connecting tube had foreign objects. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.